Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer inflating or responding to pumps. The ipp was explanted and replaced. Upon explant, it was identified that the pump had fluid loss. The physician injected fluid into the explanted prosthetics and discovered punctures in both cylinders. No punctures were observable in the reservoir. No patient complications were reported.